Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap was attached and locked into place properly during testing. Unit powered up properly after battery installation and passed self-test. The unit communicated properly with the glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and the unit displayed the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensor features and auto mode connection were working properly. The unit was opened, and per visual inspection, no moisture damage or anomalies were noted during visual inspection. The following cosmetic damages were noted during visual inspection: pillowing keypad overlay, scratched case, broken battery cap, battery cap contact missing, cracked case, cracked battery tube threads, and cracked case (battery tube). In conclusion, the customer¿s allegation of no communication between pump and xmtr was not confirmed. The unit communicated properly with link (3). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the loss of communication between insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reports being unable to pair transmitter with pump. Pump and transmitter would not pair after troubleshooting. Customer reports pump is not able to pair with other devices, e.g. Meter, mobile device. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the device was returned for analysis.